Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during vitrectomy surgery, the probe had vibration, the cutter¿s sharpness was poor, and hence, the rotation speed was reduced to below 15,000 cuts per minute (cpm). Then, there was a boom sound, and the cutter stopped actuating and became unusable. The impact felt as if the plastic handle at the base of the cutter had come off. It was startling. The procedure was completed on the same day by replacing the product with new one. There was no patient impact.

Manufacturer narrative:
Additional information provided in d.9., h.2., h.3., h.6. And h.11. The returned product was visually inspected and confirmed the black line on the probe manifold were detached due to insufficient solvent. The observed defect most likely resulted in customers complaint. The investigation conducted a non-conformance review of the reported lot number. No deviations that could have contributed to this event were identified and all corresponding production release specifications defined in the device master record were met. The root cause of the customer's complaint is related to an error when the probe manifold was being assembled. The error most likely occurred during error during the wetting process of the tubing with solvent which resulted in detachment of the probe manifold. This complaint has been reviewed, and it is determined that no further actions will be pursued at this time. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. No adverse trends have been observed associated with the reported product and event. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).